Event description:
It was reported that during use of bd max¿ ctgctv2, a false positive patient result was obtained. Sample was sent to an external lab to be tested on panther, and result was negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.